Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, and self test. The trace and history files were successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. A review of the history files reveals on 8/30/2024 there was a low battery alert (02:27), a change battery fault (replace battery) alert (11:58), and an off no power (replace battery now) alarm 8/30 (12:29). The timing between each power alerts/alarm are within the tolerance of 8 hours between low battery alert and replace battery alert and 30 minutes between replace battery alert and replace battery alarm. The pump's low battery power sequence is operating properly. No excessive or unusual power/battery related alarms were noted in the history files. The pump was cut open for a visual inspection. No evidence of damage or moisture damage noted on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor noted. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked battery compartment at the corner of the belt clip rails, stained serial number label, and pillowing keypad overlay. The unexpected battery power loss and battery charge last less than expected complaints are not confirmed. Timing less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump's battery had not lasted more than one week and the pump showed the alert of replace battery now. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. The event involved product(s) mmt-1885. Customer reported receiving replace battery alert/replace battery now alarm. This was the second occurrence of receiving alarm in less than 8hours after low battery warning. Customer stated the battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.